Event description:
It was reported a balloon burst on the fifth inflation at ten atmospheres during a common iliac artery angioplasty procedure. Following balloon burst, dissection of the artery was noted. Surgery was performed to successfully repair the dissection. The procedure was rescheduled and another balloon catheter was used to successfully complete the procedure. The pt's condition is good. This device has not been received for eval. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over pressurization or use in a calcified lesion. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determined the exact cause for this event.